Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4044253 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and there has been no other complaints on batch 4044253. Retention samples are not required to be evaluated for this defect per bd investigation procedures. There were three photos received for investigation of this complaint. Photo shows a tube of low fill volume, a tube with missing label and a tube with a crooked label (batch 4044253). No returns were received to assist with the investigation of this complaint. This complaint can be confirmed by photos received. Bd will continue to trend complaints.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the customer observed tubes with no barcode labels attached, crooked barcode labels, and tubes with a low volume of media. This event occurred with forty-nine (49) tubes. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, the customer observed tubes with no barcode labels attached, crooked barcode labels, and tubes with a low volume of media. This event occurred with forty-nine (49) tubes. There was no health impact or consequences reported.